Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained relevant data on 01jan2001 per timestamp. Relevant data included events captured after the driveline was connected to this system controller. The system controller clock not being set has been addressed under the system controller (serial number: unknown) investigation. Low voltage advisory and no external power alarms were intermittently captured, which appeared to be associated with a loss of ac power to the mobile power unit (mpu). The backup battery supported the system as intended during these events. The alarms resolved by the next time data was captured and power was restored to the system. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would return; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii left ventricular assist system IFU, rev. A, heartmate ii patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of log files found that low battery advisory and no external power alarm flags were intermittently captured, which appeared to be associated with a loss of mobile power unit (mpu) power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.